Event description:
It was reported that a cartridge alarm triggered on the pump. The impact on the customer¿s blood glucose level was significant, as the value displayed was "high." As a result, the customer used manual injections to address the high blood glucose, with assistance from a third party, specifically the customer's wife, who administered a shot. There were no injuries reported, and tandem technical support guided the caller to load a new cartridge; however, the customer declined to do so as the issue was deemed resolved.